Event description:
It was reported that the hand controler on the 2600 system would not work and there was a regulatory failure error. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A f/u report will be filed when add'l details become available.